Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Device: 7288 implantable cardioverter defibrillator (B)(6) 2005. (B)(4).

Event description:
It was reported that the patient received inappropriate shocks due to noise on the fractured right ventricular (rv) lead. The lead also had a sudden increase in impedance. The rv lead was capped and replaced. It was also reported that x-ray showed the atrial lead tip was dislodged and unable to capture. The atrial lead was capped and not replaced. A single chamber device was implanted as the patient presented in sinus rhythm and does not appear to require atrial pacing. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.